Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) bleeding at the access site was noted. Manual pressure was held, then femstop was applied. Due to hemoglobin drop from 10.8 to 8.3 g/dl, 2 units of packed red blood cells (rbc) were transfused. Due to multiple right groin re-bleed events followed by right leg swelling, 3 days post valve implant, a vascular ultrasound was performed and an arteriovenous fistula involving the right femoral vein and left common femoral vein deep vein thrombosis of "undetermined age" was noted. Warfarin anticoagulation was initiated. Forty-eight days post implant, surgical repair of a right femoral artery pseudoaneurysm and arteriovenous fistula was performed and was resolved. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.